Manufacturer narrative:
The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 11/22/2024 03:41:00.000. 11/25/2024 11:58:00.000. 11/28/2024 00:42:00.000. Insert battery alarm was found on: 11/22/2024 11:06:33.000. 11/25/2024 21:34:47.000. 11/28/2024 04:29:20.000. Replace battery alert was found on: 11/25/2024 21:29:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 04-dec-2024 at 7:55:59 am. There was no power data available for the dates of 22-nov-2024, 25-nov-2024 and 28-nov-2024. Unable to check power data for low battery alert and replace battery alert. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 11/28/2024 00:42:00 faster than expected at 2.13 days. Battery cycle 2 received the lowbatteryalert (104) on 11/25/2024 11:58:00 faster than expected at 0.52 days. Battery cycle 3 received the lowbatteryalert (104) on 11/22/2024 03:41:00 faster than expected at 2.14 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 28-nov-2024 in the formatted history file. Lostsensor1alert (780) was found on: 11/24/2024 23:30:00.000. 11/25/2024 01:12:00.000, 11/25/2024 21:27:00.000, 11/25/2024 23:07:00.000. 11/26/2024 21:42:00.000. 11/28/2024 18:37:00.000, 11/28/2024 20:54:00.000, 11/28/2024 22:02:00.000. Sensorexpiredalert (794) was found on: 11/23/2024 23:50:58.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. A high sleep current measurement were confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required functional testing except sleep current measurement. Customer alleged for unexpected battery power loss and a high sleep current measurement were confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer received replace battery alarm. Timing was less than 8 hours from low battery warning to replace battery alarm. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.